Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant on (B)(6) 2006 due to deep vein thrombosis and pulmonary embolism. The pt alleged to have experienced chest pains without further explanation.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip- pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported pain is directly related to the filter. No relevant notes on neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.